Event description:
It was reported that this insertable cardiac monitor (icm) monitoring was disable due to device battery at end of service (eos). The patient was referred to the clinic. The icm remains in service. No adverse patient effects were reported.